Manufacturer narrative:
Batch review performed on 25 april 2022. Lot 2112213: (B)(4) items manufactured and released on 14-dec-2021. Expiration date: 2026-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 3 days after the primary, the patient came in reporting pain due to a subsided stem and the cause of the subsided stem is a periprosthetic fracture. The surgeon revised the head and the surgery was completed successfully. Additional information: the surgeon decided to not revise the stem because it was not loose.